Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down after a power outage. The unit would boot into windows, however it would not launch the central nurse's station (cns) software. After extensive troubleshooting, the biomedical engineer decided that she would like to send the unit in for repair. The unit was in use on patients, however no patient harm was reported. The unit was cleaned and evaluated. The reported problem of "cns software won't launch" was duplicated. The unit was restarted using hard drive 0 only and did a scandisk which resolved the problem. Shutdown and restarted the unit several times in the course of 5 days extended testing and the unit operates to manufacturer's specifications.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down after a power outage. The unit would boot into windows, however it would not launch the central nurse's station (cns) software. After extensive troubleshooting, the biomedical engineer decided that she would like to send the unit in for repair. The unit was received by nihon kohden and is currently awaiting evaluation. The unit was in use on patients, however no patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down after a power outage. The device would boot into windows, however it would not launch the central nurse's station (cns) software.